Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the power supply voltage reading to be 0.1082 volts direct current (vdc), specification is +/- 24.5 vdc. The power supply cables were not tested as they are not compatible with the test fixture. Visually there were no anomalies noted. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue. He observed a "battery cannot be charged" message displayed on the central control monitor (ccm). He replaced the power supply and wiring harnesses. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the battery status of the heart lung machine (hlm) was blinking on and off of the display. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.